Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the baton into a test monitor, powered it on and the image was good. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt video baton 3-4, the baton worked well until a stat was placed on it and then the video started to cut in and out. The customer confirmed that it was the baton causing the problem as other batons worked fine with the same monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.